Manufacturer narrative:
Pending evaluation.

Event description:
Patient is showing poly wear and osteolysis.

Manufacturer narrative:
The complaint product is not available for analysis, as it remains implanted. The reported malfunction and product condition cannot be confirmed. The frequency of occurrence ranking scale is very low; therefore, this does not appear to be design-related. The manufacturing lot information was not provided, therefore, no information regarding the manufacturing of the specific device lot can be gathered at this time. There were no user-related issues reported that appear to have contributed to the reported event. The incident reported was likely the result of excessive wear leading to osteolysis. However, this cannot be confirmed because the component was not returned for evaluation. In review of labeling there is a listed contraindication for use as a patient's age, weight, or activity level could cause the surgeon to expect early failure of the system. As part of the preoperative assessment, the surgeon must ensure that no biological, biomechanical, or other factors exist that might adversely affect the surgery and/or postoperative period. Device specific risks include information that excessive wear of the implant components is secondary to impingement of components or damage of articular surfaces, there is possible detachment of the coating(s) on the components that could potentially lead to increased debris particles. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The most likely cause of the event is excessive wear leading to osteolysis. This device is used for treatment, not diagnosis.